Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma- late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported left side "intracapsular rupture", "seroma, seroma study showed negative cd30", "some folds of the internal capsule". The device has been explanted. Treatment: puncture under left breast echography.